Event description:
It was reported that the patient was experiencing inadequate pain relief due to high impedances. It was also noted that the implantable pulse generator (ipg) had extended ipg charging. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-ipg-r. Upn: m365sc11600. Model: sc-1160. Serial: (B)(6). Batch: 350158. Product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 5143637. Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: 23746880.